Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon broke and the consumer had to manually remove the rest. Consumer had been to the doctor who diagnosed her with bacterial vaginitis and a yeast infection. Consumer was prescribed medication and otc cream.